Manufacturer narrative:
Device returned to manufacturer: the hub, shaft and tip were microscopically examined. The guidewire was removed from the device by pulling it from the tip end. The device showed no shaft damage; however, tip damage was noticed. It was noticed that the guidewire tip coils showed severe damage at the tip area. The tip of the mamba showed deformation damage; however, the tip was not detached. No other issues were identified during the product analysis. Inspection of the remainder of the device, revealed no damage or irregularities. The complaint was not confirmed for a detachment; however, tip damage was confirmed.

Event description:
It was reported a separation had occurred. While a procedure was in progress, the tip of the 135cm mamba flex catheter separated from the rest of the device. All components of the device remained on the wire, and the physician was able to remove everything from the patient anatomy. It was noted that the vessel was severely calcified and thought to have caused the issue.

Event description:
It was reported a separation had occurred. While a procedure was in progress, the tip of the 135cm mamba flex catheter separated from the rest of the device. All components of the device remained on the wire, and the physician was able to remove everything from the patient anatomy. It was noted that the vessel was severely calcified and thought to have caused the issue.